Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-19423. Related manufacturer reference number: 2017865-2023-19424. Related manufacturer reference number: 2017865-2023-19425. It was reported that a patient presented in-clinic for a surgical explant procedure. Prior examination of the patient's system revealed wound dehiscence, confirming an infection. Cultures were taken of the infection. The system was explanted on (B)(6) 2023. The patient was stable throughout.